Manufacturer narrative:
The reported event of high impedance was confirmed. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein both leads and anchors were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04566. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on multiple lead contacts. X-rays were taken which confirmed a lead fracture. Reprogramming was attempted, but was unable to restore effective therapy. In turn, surgical intervention may be pending to address this issue.